Event description:
It was reported that pump declared altitude alarm and customer experienced very high blood glucose reading that displayed as ¿high,¿ with specific value unknown. There was no additional information received regarding any further impact to the customer¿s blood glucose level. Customer gave correction insulin by injection, replaced cartridge, and insulin delivery was not suspended at time of call, while technical support provided tips to prevent altitude alarms and confirmed that pump resumed normal operation.